Event description:
The customer reported ventilator does not power on immediately when turning the power switch on and if the power switch is left on, the ventilator will power on in about an hour. The customer reported there was no patient involvement.